Manufacturer narrative:
Product analysis: the product was not returned, therefore no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve into a failed surgical valve, the patient became hypotensive during deployment. A tamponade was noted to be caused by a perforation in the left ventricle. Surgical intervention was performed to repair the perforation. The blood pressure did not rebound and the patient expired due to heart failure.

Manufacturer narrative:
Corrected information: no eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.